Event description:
It was reported the patient had their stimulator replaced because it "wasn't working." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient was last seen on (B)(6) 2012. That was the last time they had heard from the patient. It was noted that the only device the patient ever had was the one placed on (B)(6), 2011. No other surgeries or replacements were on file for the patient.